Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 03/31/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 221mg/dl and 248mg/dl fasting. Reviewed meter memory: (B)(6). Customer states that meter gave him a reading of 253 which he has never been. No adverse event reported.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 03/31/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 221mg/dl and 248mg/dl fasting. Reviewed meter memory: 250mg/dl, (B)(6) 2015, 05:26:00 am, fasting: yes; 2251mg/dl, (B)(6) 2015, 04:36:00 am, fasting: yes; 140mg/dl, (B)(6) 2015, 06:05:00 am, fasting: yes; 91mg/dl, (B)(6) 2015, 11:23:00 am, fasting: yes; 89mg/dl, (B)(6) 2015, 08:34:00 am, fasting: yes. Customer states that meter gave him a reading of 253 which he has never been. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.